Manufacturer narrative:
Correction: the previously submitted approximate explant date has been updated to the correct explant date. A 2.7 cm section of this conduit was received with an intact bioprosthetic tissue valve inside. The support band on this conduit was intact and monofilament sutures remained attached to the inflow orifice of the hancock conduit. There were no observed anomalies with the returned section of the conduit. The clinical observation of a stenotic conduit could not be confirmed or refuted with the section of the device that was returned.

Event description:
Medtronic received information that an unidentified bioprosthetic valved conduit was returned with a transcatheter pulmonary valve that had been explanted secondary to a stenotic pulmonary artery conduit. A review of the patient¿s registered devices showed that a valved conduit with this serial number had been implanted fourteen years ago but was explanted the same day. Due to the limited information provided with the device return, and the age of the records for this device, it is not known at this time if there was a data error regarding the device¿s status (and it had been in service for 14 years), if another conduit was implanted but not registered to this patient (and is the returned device) or another scenario. Additional information is being sought.

Manufacturer narrative:
Analysis of the returned device is pending. A supplemental report will be filed if additional information is received or when the analysis is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that eleven years post implant of this bioprosthetic valved conduit, pulmonary insufficiency and stenosis were observed and a transcatheter bioprosthetic valve was implanted inside the conduit. Three years post intervention, stenosis of the transcatheter bioprosthetic was noted and required explant of the valve and the conduit. The products were successfully replaced with a non-medtronic device. The explant date year is valid, the day and month are unknown. (B)(4).